Event description:
Customer reported that he have to go to the emergency room due to high blood glucose. Customer blood glucose reading at the time of the emergency room visit was 600+ mg/dl. Customer stated that his cannula was bent when they removed the infusion set. He also started that he was treated and released. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.